Event description:
The facility representative reported an infusor pump with a condition of "alarms as soon as turned on." This condition occurred upon power up. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. During baxter device evaluation the reported condition of constant alarm was received after the pump started infusion, causing an interruption of delivery. No additional information is available.

Manufacturer narrative:
The condition of constant alarm was confirmed and duplicated due to a malfunctioning motor processing unit board. The motor processing unit board was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).